Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received: what is the patients current condition? - discharged. What color cartridges (white/blue/green) were used? - blue. Was the instrument fired across or near an existing staple line or clip? - no. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) ¿ tx60g. Where was the location of the malformed staples on the ends or in the middle of the staple line? - whole stapler line. Where the staple legs unformed or did they have irregular shapes? Yes. B shape staple was opened up. Were the malformed staples identified in the initial operation or the reoperation? ¿ during reoperation. How was the malformed staples addressed? By suturing.

Event description:
It was reported that after an unknown procedure, surgeon reported that the stapler line was broken off (staple was malformed). Two days after post-op, a leakage happened. The surgeon said the stapler line was nice and complete during the surgery. The stapler was fired on the left colon. It is unknown what was used to complete the procedure.